Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that after assembling the femoral head and liner inside the shell the surgeon believed there was a gap between the liner and femoral head.